Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. This complaint is unable to be confirmed for the indicated failure mode of oil gel globules. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were oil gel globules in three tubes on three occasions. No specific dates of occurrences provided, and no patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were oil gel globules in three tubes on three occasions. No specific dates of occurrences provided, and no patient impact reported.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.